Event description:
It was reported that a balloon burst occurred. The 32mm x 3.5mm in diameter, 80% stenosed target lesion was located in a mildly calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was advanced for dilataion. However, the balloon burst. The device was removed without any intervention. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the balloon identified a longitudinal tear present in the balloon material. The tear measured 8 mm long extending from the proximal marker band to the distal marker band. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues present on the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon burst occurred. The 32mm x 3.5mm in diameter, 80% stenosed target lesion was located in a mildly calcified left anterior descending artery. A 06/3.00 flextome cutting balloon was advanced for dilataion. However, the balloon burst. The device was removed without any intervention. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.